Event description:
Incident occurred in the ICU on a pt who had ha CABG surgery (lima to lad; vein grafts to the rca and RMA). A pleuraflow (pf) act 20f was placed in the pericardial position behind the heart. Pt left the operating room on (B)(6) 2013. After a few hours, nurses could not move the wire within the chest tube. Built-in safety mechanism resulted in decoupling of the magnetic apparatus from the wire. Nurse called the attending surgeon who was able to actuate the wire "with patience" pulling it from a proximal position in the chest tube distally. Right after the surgeon actuated the wire, staff noticed blood collecting in the chest tubes and the canister. Pt became haemodynamically unstable with a drop in blood pressure. Pt's haemodynamic profile was stabilized with volume. Then, the attending surgeon decided to re-operate the pt in the ICU. Upon exploration of the thoracic cavity, he noticed abrasion of the epicardial fat in the inferior wall of the right ventricle next to the chest tube, which led to venous bleeding. Bleeder was repaired with a suture and bleeding stopped. Pt recovered, did well and discharged from ICU on (B)(6) 2013.